Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with an unknown concentration and dose. It was reported the patient¿s pump and catheter system were removed shortly after being implanted on (B)(6) 2016 because of infection; the exact explant date was unknown to the representative. Environmental/external/patient factors that might have led or contributed to the issue included the patient was unhealthy with complex health issues that could be contributing to healing. The patient¿s system was removed upon finding an uncontrollable infection. The issue was resolved at the time of report. The system would be replaced in the future. Symptoms included swelling and redness at the incision site for the catheter. The representative was unsure what factors might have led or contributed to the infection. The infection was noted to be (B)(6) that required the explant of the entire system within a short time period of the replacement surgery. The patient¿s weight was unknown to the representative. No further patient complications were reported. The patient status at the time of report was alive ¿ no injury.